Manufacturer narrative:
Device not yet returned.

Event description:
Consumer reports bottom set of bristles and plate became loose and completely separated from the head. This is being reported as a choking hazard due to the generation of small parts. No injury reported.